Event description:
It was reported to philips that system failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse found that the suite pc software crashed, preventing the system from booting up. The fse reinstalled/upgraded the system software to r2.2.8 and restored the configuration, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.